Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for 1 colony forming unit (cfu) of klebsiella group pneumoniae, with multi-drug resistance. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Three attempts were performed to obtain additional information regarding the cleaning, disinfection, and sterilization process, but no response was received from the customer. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6, h10. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 2 colony forming units(cfu)/endoscope of coagulase negative staphylococcus. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: the plastic distal end cover insulation was insufficient; the bending section cover adhesive was separated; switch 1 had unclear markings; angulation was insufficient; the biopsy channel had signs of wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU):¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.